Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, batch record review, a review of labeling, and specificity testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. In-house clinical specificity testing of the likely cause lot met acceptance criteria indicating the lot is performing acceptably. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.

Event description:
The customer observed a (B)(6) on one patient while using the architect i2000sr analyzer. The following data was provided: (B)(6). The patient called to inquire about the results and the test was repeated (B)(6), recentrifuged and repeated (B)(6). Samples with (B)(6) concentrations greater than or equal to (B)(6) are considered (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international list number (B)(4), which has a similar product marketed in the us list number: (B)(4). An evaluation is in process.